Event description:
While on the skytron 6500 or bed undergoing a lengthy life saving surgery, the or bed became stuck in the steep right side tilt and was unable to be moved out of this position. The staff found the controller under the table to be corroded at the connection site and unable to easily be disconnected to try another one. While trying to remove, the table further went to the right tilt and the mattress and patient began to slip off the table requiring staff to hold them up. Pt. Had a large open surgical site. Due to patient being in this position for an extended period of time, they became hemodynamically unstable requiring code intervention to begin. Controller finally able to be removed with tools and replaced to allow table to move into flat position and pt. Able to be stabilized. FDA safety report ID #: (B)(4).